Manufacturer narrative:
The aquabeam handpiece was not returned for investigation of the reported event. Three (3) good faith efforts were made to retrieve the device without success. A review of the device history record (DHR) for aquabeam robotic system/serial number (B)(6) and the aquabeam handpiece / lot number 24c00113 was performed, which confirmed that there were no non-conformances issued to this lot during the manufacturing process that could potentially be related to the reported event. The review indicated the device met all required specifications when released for distribution. The aquabeam robotic system user manual, sj-um0101 rev. B, states the following: table 5: system detected errors and faults. E22 - motorpack error. Release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. The root cause of the reported event was unable to be established as the device was not returned for investigation. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during setup, the aquabeam robotic system generated an "e22 - motorpack error". A second aquabeam handpiece was used; however, the error persisted. A third aquabeam handpiece was used which cleared the error. During treatment, the aquabeam robotic system again generated an "e22 - motorpack error". Another aquabeam handpiece was used to complete aquablation therapy. The reported event caused a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.